Event description:
A ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, the device failed a test step during testing and it was observed that the device's display was flickering. The device's oxygen blending module board and lcd display were replaced to address the issues.